Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 00631005032/ liner / lot # 61493047. Item# 00620205020/ shell / lot # 61078342. Item # 00801803201/ head /lot # 61530661.

Event description:
It was reported patient underwent a left hip revision surgery 2 years post implantation due to femoral stem loosening. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: a4; a5; b7; g3; h2.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional information does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a healthcare professional. Patient underwent an initial l tha no intraoperative complications noted. Patient was revised due to loosening. Ongoing hip symptoms, serial x-rays indication subsidence of femoral stem. Head removed without difficulty, stem found grossly loose. No complications noted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.